Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for an unrelated lead repositioning procedure, decreased r-wave amplitude was observed. The lead was explanted and replaced when repositioning was unsuccessful. The patient was doing well post-procedure.